Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the fiber material was seen on the iol after implantation. The surgeon removed the fiber material in initial procedure and procedure completed on the same day. The symptoms were resolved. There was no patient harm was reported. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Clarification has been received from the reporting customer¿s account manager, which indicated that the customer did not at any time suspect that the iol was the cause of the reported fiber.